Manufacturer narrative:
This report is filed, april 6, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site. The patient was treated with three separate courses of topical antibiotics ((B)(6) 2015) and three courses of oral antibiotics ((B)(6) 2015). As of report on april 6, 2016 the site has been healed since (B)(6) 2015. The implanted device remains.